Event description:
Ans was advised on 9/30/09, that the pt was implanted with three percutaneous leads. One octrode lead placed above the left eyebrow, one quattrode lead placed horizontally over the left occipital, and one quattrode lead placed vertically over the left occipital area. As of this report, the pt was unable to lift their left eyebrow. The md stated the condition was unrelated to stimulation, and should resolve over time. The product is still implanted, and will not be returned to ans for eval.

Manufacturer narrative:
Eval codes: method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.